Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. No damages or defects were found that would affect the delivery of insulin.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 400 mg/dl. The patient had urinary tract infection (uti). The patient was fatigued, nauseous, had abdominal pain, lower back pain, and painful urination. For treatment, the patient received fluids and antibiotics. The patient was prescribed cefdinir at 300 mg to take 2 times per day for 10 days. The patient was discharged after a couple hours. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.